Manufacturer narrative:
The suspect device was returned and evaluated. Visual examination confirmed physical damage to external of the device consistent with drop damage. Upon activation, the device went into an alarm condition, review of the pump log showed numerous error codes. Accuracy test were performed with found the device to be underdelivering.

Event description:
The user facility reported an overinfusion occurred and medical intervention was required. The pt recovered with no incident related medical sequela. The details of the incident are not available.